Manufacturer narrative:
One (1) used "damaged" universal monopolar active cord was returned to conmed for evaluation. Visual inspection of the returned cord found the cable insulation was broken just proximal to the plug that connected to the snare. No functional testing could be performed due to the damaged condition in which the device was received. The root cause of the alleged "second degree burn to the nurse's hand while holding the cord" during activation therefore could not be determined. Additionally, the universal monopolar active cord is a reprocessed and reusable device and the number of the sterilization cycles and usage were not provided. Based on available information, it is believed that over extended use along with improper care and handling can cause damage to the cable insulation of this device and causing an arc or current leakage in that damaged area. A review of the lot history record could not be performed, as the lot number was not provided by the user facility. In addition, a 2-year review of the device complaint history showed there were no other similar complaints with the same failure mode received. The universal monopolar active cord is a reusable, non-sterile, electrosurgical cord designed to be used as accessories in conjunction with those other accessories and electrosurgical units with which they are known to be compatible. Their use enables the operator to conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative accessory for the desired surgical effect. Conmed was unable to ascertain when the end-user facility received this item and placed the device in service. This device may have been used past its life expectancy. These devices are designed for 100 repeated uses when utilized in accordance with the validated instructions for use. The IFU states under warranty: "these products are guaranteed against material and workmanship defects for 90 days or 100 uses, whichever comes first." To reduce the risk of patient/user injury the instruction for use (IFU) of this device provides the following precautions and warnings: never allow the cables to be in contact with skin of the patient or operator during electrosurgical activations. Use lowest possible power setting on electrosurgical unit capable of achieving desired surgical effect. Do not permit the cables to be parallel and in close proximity to the leads of other electrical devices. Always place unused electrosurgical accessories in a safe insulated location such as a holster when not in use. Inspect and test each device before each use. Discard devices that have reached their life expectancy. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage, including cuts, punctures, nicks abrasions, unusual lumps, significant discoloration.

Manufacturer narrative:
The device has been returned to conmed corporation; however, evaluation of the device has not yet commenced. A supplemental report will be filed upon completion of the quality engineering evaluation.

Event description:
It was reported, "a nurse experienced a burn on her finger when a boston scientific snare was attached to a conmed universal monopolar active cord that connected to a conmed electrosurgical generator (system 2450). Reportedly, the burn occurred when the nurse was holding the conmed universal monopolar active cord that was allegedly cracked during activation of the generator. The burn was a 2nd degree burn & there was no treatment required, just opened to air. The end-user reported that the cable was inspected prior to utilization and she did not detect any visible problems with the device.